Event description:
Pt initially diagnosed with left breast cancer (B)(6) 2015. On (B)(6) 2015, first surgical procedure performed-bilateral subcutaneous mastectomies with left sentinel lymphadenectomy by breast surgeon, followed by plastic surgeon at same setting-bilateral breast reconstruction with tissue expanders right 19357 left-19357. (Mentor corporation implant breast saline 525cc smooth round spectrum 60923, serial number-(B)(4), lot number 6760798, inventory item 15145-right side. Mentor corporation implant breast saline 525cc smooth round spectrum 60923, serial number-(B)(4), lot number 6804181, inventory item 15143 - left side. On (B)(6) 2015, second procedure, pt returned for surgical procedure bilateral revision of breast reconstruction, replace bilateral tissue expanders with shaped gel implants. On (B)(6) 2016, third procedure, pt returned for an excisional biopsy of left breast mass. "Upon isolation of the module, it became apparent that this was a 0.5 cm plastic coupling, which presumably was associated with the previous tissue expander implant." This was sent to pathology for gross only. After investigation, it was found to be a retained plastic piece from the tissue expander. Contained in the mentor tissue expander box are: the tissue expander, a separate peel-pack labeled mentor-reference number 350-dompk. Inside the 350-dompk peel-pack is another unlabeled peel-pack containing two port domes, and five very small connector pieces (one metal, four plastic. The piece retained was one of the small plastic pieces measured by pathology as a 0.5cm in diameter by 0.6 cm in length cylindrical portion of plastic, the plastic piece was retained during the second procedure. We conducted the root cause analysis including speaking with mentor rep, interviewed staff. In our findings, this is a very complex process to assemble by scrub and surgeon. It was the impression/education by mentor that these small parts once assembled were not easily disassembled. However, we found it very easy to disassemble.